Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-08-01. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-08-01. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-08-01. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-08-01. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter / (B)(4)/ model #: 1430de / expiration date: n/a. UDI #: n/a. Mfg date: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching and critical battery alarms. The controller, five batteries, and a controller ac adaptor were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / cac014100/ model #: 1430de / expiration date: n/a UDI #: n/a d10: no h4: mfg date: n/a h5: no h6: device code(s): c63025. FDA results code(s): 3233. FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for section h10 and b2: product event summary: one controller, four batteries, and one controller ac adapter were returned for evaluation. One controller ac adapter (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. External visual inspection revealed a missing clamp assembly, along with the two securement screws missing. Additionally, visual inspection revealed wear on the output connector due to attempts of mating with the controller connector. The damages that were observed did not affect the functionality of the device; the adapter was able to adequately connect to a controller. The worn connector and missing clamp assembly/screws are additional findings, not related to the reported event. The most likely root cause of the missing clamp assembly and securement screws can be attributed to handling of the device. The most likely root cause of the worn connector is likely due to normal disconnection and reconnection between the adapter output cable and metal power port connectors on the controller. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged power source connectors. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination of a foreign material within the power port connectors of the controller. The contamination is an additional finding, likely due to handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(6). Data log files revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log files also revealed premature power switching events that were due to momentary disconnections involving (B)(6) within the analyzed period. A power source lubrication procedure was performed on all associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported premature power switching event after lubrication can be attributed to contamination of the controller power ports and/or to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two batteries exhibited communication errors.

Event description:
It was further reported that the affected products were a controller, four batteries and two controller ac adapters. The power sources had been treated with lubrication prior to the power switching.

Manufacturer narrative:
Product event summary: one (1) controller, four (4) batteries and one (1) controller ac adapter ((B)(4)) were returned for evaluation. One (1) controller ac adapter ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller ac adapter ((B)(4)) revealed that the device passed functional testing. External visual inspection revealed a missing clamp assembly, along with the two securement screws missing. Additionally, visual inspection revealed wear on the output connector due to attempts of mating with the controller connector. The damages that were observed did not affect the functionality of the device; the adapter was able to adequately connect to a controller. The worn connector and missing clamp assembly/screws are additional findings, not related to the reported event. The most likely root cause of the missing clamp assembly and securement screws can be attributed to handling of the device. The most likely root cause of the worn connector is likely due to normal disconnection and reconnection between the adapter output cable and metal power port connectors on the controller. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged power source connectors. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination of a foreign material within the power port connectors of the controller. The contamination is an additional finding, not related to the reported event, likely due to handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). Analysis of the data log files also revealed several premature power switching events that were due to momentary disconnections involving (B)(4) within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to a communication errors between the controller and batteries. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. D4: serial or lot#: (B)(4) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(4) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(4) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(4) h3: yes dev rtn to MFR? Yes h4: mfg date: unk h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.